Event description:
The caretaker of a female pt called lifecor customer support to report that the pt's battery charger will not change either of her battery packs. She reports leaving one battery pack in the charger for 4 hours, but when she inserted it inot the monitor, there were still only 2 of 4 bars displaying of remaining charge. It is the same scenario for the second battery pack as well. She reports that the green light on the charger is constantly lit, even when there is no battery in the charger. A review of the downloaded data does not show any battery or charger faults. The pt's battery charger was replaced.